Event description:
MFR report #: 3014285231-2025-00004. It was reported to bioprotect ltd. On 11-jun-2025 that a bioprotect balloon implantation procedure was performed on (B)(6) 2025. The balloon position was not in the midline and the proximal end favors the prostate's apex, due to thin denonvillier's fascia at the midline. On (B)(6) 2025, the patient complained about urinary retention. He was referred to the ER and a foley catheter was placed. The patient underwent 3 unsuccessful voiding trials on the week of (B)(6) 2025. On (B)(6) 2025, the physician deflated the balloon under ultrasound guidance and local anesthetic. The balloon was noted to migrated superiorly and was settled under the bladder neck. The foley catheter was removed, and the patient's symptoms were resolved.